Manufacturer narrative:
(B)(6).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After puncturing the femoral vein, the brockenbrough method was performed to approach the left atrial appendage. Contrast imaging of the left atrial appendage was performed. After confirming the device size, a 24mm device was deployed but it was pushed out unintentionally and the deployment position was too proximal. A full recapture was performed and the device was removed from the body and discarded. Imaging of the left atrial appendage was performed again. After confirming the device size, a 27mm device was deployed but it was pushed out unintentionally and the deployment position was also too proximal. A full recapture was performed and it was removed from the body and discarded. At this time, the watchman truseal access system kinked and another device was used. Imaging of the left atrial appendage was performed again. After confirming the device size, a 30mm device was deployed but it was pushed out unintentionally and the deployment position also became too proximal. A full recapture was performed and it was removed from the body and discarded. The procedure was then successfully completed with another device.